Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false downstream occlusion alarms. The unit passed downstream occlusion testing, however, the downstream sensor current readings were found to be out of specification (high). With high readings it can make the pump more sensitive to downstream occlusion alarms. The downstream tubing guide assembly was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had false downstream occlusion alarms during patient care. It was also reported that there was no patient injury.